Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the symptomatic patient presented via remote transmission. Upon review of the transmission, ventricular loss of capture was suspected on the implantable cardioverter defibrillator. The transmission also suggested that the patient was bradycardic. The patient was brought into the clinic and was tired and run down. It was determined that the device was programmed well under the patient¿s threshold. The device was reprogrammed.